Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is experiencing high blood glucose. She said that her pump did not alarm and that it isn¿t delivering. Her blood glucose is 480 mg/dl and she gave herself 6.0 units of insulin. During high blood glucose troubleshooting, the customer¿s blood glucose at the time of the incident was almost 480 mg/dl and her current is 185 mg/dl. The customer stated that she treated with a bolus. She said that she was vomiting, nauseated and had a headache. She was advised that her symptoms may be indicative to the possible onset of diabetes ketoacidosis and to contact her doctor. She said that she is going to the ER. She said that she does not have enough infusion set to perform the high-pressure test. The customer declined to check for any site/insulin issues. They were advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is not being returned for analysis.